Event description:
It was reported that this patient presented to the hospital after a sudden increase in pacing and shock impedance was observed. Both the pacing and shock impedance reached high out of range values. Advise was requested to technical services (ts) and it was discussed that given the patient occupation as a lumberjack and the clinical observations, it could be related to a lead integrity issue. Suspicious artefact was also observed on the right ventricular (rv) and shock channels in the presenting electrogram (egm). The unipolar impedance was tested through the pacing system analyzer (psa) and it was appropriate, however, the bipolar was unable to be measured, indicating a potential issue with the rv lead. X-ray was performed and the lead appeared to be connected correctly to the device header and no obvious sign of fracture was observed. It was decided to perform surgical intervention and the rv lead was removed by manual traction. Upon explant, a clear insulation breach was visible on the lead. A new rv lead was successfully implanted. No additional adverse patient effects were reported. The lead is expected to be returned for analysis.

Event description:
It was reported that this patient presented to the hospital after a sudden increase in pacing and shock impedance was observed. Both the pacing and shock impedance reached high out of range values. Advise was requested to technical services (ts) and it was discussed that given the patient occupation as a lumberjack and the clinical observations, it could be related to a lead integrity issue. Suspicious artefact was also observed on the right ventricular (rv) and shock channels in the presenting electrogram (egm). The unipolar impedance was tested through the pacing system analyzer (psa) and it was appropriate, however, the bipolar was unable to be measured, indicating a potential issue with the rv lead. X-ray was performed and the lead appeared to be connected correctly to the device header and no obvious sign of fracture was observed. It was decided to perform surgical intervention and the rv lead was removed by manual traction. Upon explant, a clear insulation breach was visible on the lead. A new rv lead was successfully implanted. No additional adverse patient effects were reported. The lead was returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted abrasion worn through the outer insulation and both inner lumens approximately 500mm from the terminal end. Analysis confirmed the conductor was fractured approximately 500 millimeters (mm) from the terminal end. Detailed analysis of the fracture site determined the conductor coil was fractured due to cyclic fatigue.